Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: the bending section cover had slack, the adhesive on the bending section cover was chipped, the bending tube was dented, and the connecting tube was dented. The control unit, the scope cover, the switch box, the grip, the angulation lever, the up down plate, the universal cord, the scope connector, and the protector of universal cord on control section side was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the bronchofibervideoscope had a pinhole causing leakage. It is unknown when or how the issue was found. The device was returned for a quotation inspection and was evaluated. During the device evaluation, the following reportable malfunction was found: the coating of the connecting tube is peeling off (1 x 1mm 2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the coating of the insertion tube was most likely peeled off due to physical stress applied to the insertion section during user handling. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.